Manufacturer narrative:
Please note: this ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-01552 and 9616099-2007-01553. The event involved a female with a history of hypertension, diabetes, silent ischemia and a family history of coronary artery disease. This patient's history places her at increased risk of mace. The indication for admission to hospital was not specified, but the patient was reported to have had a recent non q-wave myocardial infarction and abnormal ECG. A coronary arteriogram revealed a non-calcified, non-thrombotic, type b2 lesion of the proximal left anterior descending artery producing a 75% stenosis. According to the IFU, cypher select is indicated for us in discrete lesions. This was treated by pre-dilation and implantation of a 2.75x18mm cypher select stent at 10 atm. Without post-dilation. Additionally, a non-calcified, non-thrombotic, type b2 lesion was present in the mid circumflex producing a 90% stenosis. This was treated by pre-dilation and implantation of a 2.75x18mm cypher select stent at 10 atm. Without post-dilation. Timi flow remained 3 both pre and post-intervention at both lesions. Intra-procedural medications were not specified; however, the baseline medications were asa and plavix. The use of gpiib/iiia inhibitors and measurements of act values was not reported. It was reported the patient died eight months following the index procedure however, the cause of death is not known. The cypher stents remained implanted in the patient and thus, not available for evaluation. The account reported the event to have an undetermined relationship to the cypher stents and unrelated to the index procedure. A device history records review was performed and showed this lot of products met all requirements per the applicable manufacturing quality plan. Based upon the information provided, it is not possible to conclusively determine the cause of the event; however; there are patient and lesion factors that may have contributed to it. There is no clear indication the event was design or manufacturing related.

Event description:
Eight months post index procedure it was noted that the patient died. The death likely occurred outside of the hospital setting. The patient was initially admitted in 2004. The patient had lesions in the proximal left anterior descending branch and in the mid circumflex. The proximal left anterior descending branch had 75% stenosis and was type b2. The lesion was pre-dilated at 8atm and a 2.75x18mm cypher select stent was implanted at 10atm. The mid circumflex had 90% stenosis and was type b2. The lesion was pre-dilated at 6atm and a 2.75x18mm cypher select stent was implanted at 10atm. The patient's medications included the following: aspirin and clopidogrel.